Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
During a follow-up call for a check lines and bags alarm on (B)(6) 2012, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated that they just took that bag off and replaced it with another one. This writer informed the hp that they need to change out all of the supplies because of the contamination risk. The hp understood. The hp stated that they were able to complete therapy successfully after exchanging the bag. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.